Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been. Investigation summary: two photos and two samples were received by our quality team for evaluation. From the photo, liquid was observed at the plunger. From the samples received, on one sample, liquid was observed at the plunger and no liquid was observed between the rib of the stopper. From the second sample, no abnormalities were observed on the stopper and no liquid was between the rid of the stopper. The samples were subjected to the leak test and passed with no leakage observed. There was also no leakage observed after refilling with the liquid from the customer. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringe 10ml ll leaked. The following information was provided by the initial reporter: "leakage.(anticancer drugs)"